Event description:
After temporarily disconnecting a pt from the 3100a for routine suctioning, operators reported being unable to get the 3100a to re-pressurized and resume oscillating. The pt was placed on another 3100a without any compromise. Techs in the hosp's biomedical engineering dept tested the 3100a and could not duplicate the reported event.